Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-change out interrogation the right atrial (ra) lead impedance was found to be greater than 2500 ohms and the right ventricular (rv) lead impedance had increased from 1100 to 1688 ohms. It was noted that the patient's ejection fraction had improved to 55 percent and they did not have congestive heart failure, thus the physician opted to place a new pacemaker system on the patient's right side. The previous cardiac resynchronization therapy pacemaker (crt-p) was abandoned on the left side. No additional adverse patient effects were reported.